Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the hcp worked at the intensive care unit (ICU), and they had a presenting patient they believed was getting an overdose of baclofen. There was a concern the patient was getting too much baclofen, and they thought it was causing hypotension. The hcp stated that the patient was stable at that time. The hcp inquired about stopping the pump. The hcp preferred to contact a local manufacturer representative to assist with programming the pump. No further patient complications were reported.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-aug-14. It was reported that it was determined that the patient's symptoms were not related to the pump. It was indicated that no troubleshooting was performed. The patient height and weight was unknown.